Event description:
It was reported that during implant attempt the lead was repositioned but the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and the helix was disengaged from helical channel. There was blood in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.